Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 04-jan-2020 to ensure the patient condition improved and replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know her expected blood glucose test result range. At the time of the call the customer reported symptoms of extreme thirst and frequent urination; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of hi using the meter. Customer stated she had just purchased the test strips and was keeping them on the kitchen table. The test strip lot manufacturer¿s expiration date is 09/27/2021 and open vial date is 12/22/2020. The meter memory was not reviewed for previous test result history.